Event description:
It was reported that the iab was inserted due the pt's failing cardiac function. An arterial line had been inserted femorally before surgery. The same site was to be used for the iab insertion. The iab was then inserted using a sheath, and could not be advanced to the 40cm position. Difficulty was met at that point. As a result of this, the iab and sheath were removed. There was no associated pt complications.